Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that one lens haptic was torn off and was stuck in the cartridge. Visual inspection of the returned cartridge showed no visual damage. Surgical residue/debris on product. Conclusion: (no conclusion can be drawn): the root cause for this event cannot be determined because the injector was not returned.

Event description:
The surgeon attempted to implant an aq2003v 3 piece silicone lens. The surgical technician stated that the lens trailing haptic tore off prior to insertion into the eye. No pt contact. No pt injury. The injector model and lot number were not specified by the facility. The cartridge model used was an aq cartridge fp with lot number: 1191164.